Manufacturer narrative:
Concomitant medical products: 1458sq lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to the device detecting an atrial driven arrhythmia that exceeded the supra ventricular tachycardia (svt) limit, then ventricular fibrillation (vf) detection criteria was met. It was also reported the right ventricular lead was intermittently oversensing t waves. Follow-up with the physician's office was attempted but no information could be obtained. The device and lead remain in use. No further patient complications have been reported as a result of this event.